Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found the touch screen is damaged. The unit did not power on using battery power but was able to power on and off using ac power. The battery appeared to be charging but would remain at 0% even after 30 minutes. The unit would shut off immediately after undocking. The display is stable without flickering or lines. The touch screen responded properly. Battery diagnostics indicated a failed battery voltage. A known good battery was installed into the customer unit and was able to charge. The battery voltage is significantly below the rated voltage level which results in the unit to not power on using battery power or hold charge when docked. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device screen is freezing, flickering, and/or won't turn on. No patient impact or consequences were reported.

Event description:
The customer reported the device screen is freezing, flickering, and/or won't turn on. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.